Manufacturer narrative:
Concomitant product(s): a 5072-52 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an episode where twos (t-wave oversensing) post ventricular pace was observed. The patient will be brought into the clinic to reprogram the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.